Event description:
Information received by medtronic indicated that the insulin pump had broken force sensor system error alarm and buttons were not working. Pump was exposed to moisture. Time clock was in advance and customer unable to clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm, moisture damage, keypad button anomaly on september 06, 2022. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify keypad button anomaly due to critical insulin pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found moisture damage on the battery connector, electrical board 1 , sensor and battery tube.¿ successfully utilized crest and thus to download history files, traces and comlink3 files. No moisture or damage on keypad traces during visual inspection. Critical insulin pump error (open book image) alarm confirmed and was triggered by a insulin pump error fatal alarm confirmed in the history files on event date september 06, 2022 16:45:00. Due to moisture damage on the electronic assembly. Force sensor zero offset within specification 0.6 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, cracked battery tube threads. Unable to verify keypad button anomaly due to critical insulin pump error (open book image) alarm. Critical insulin pump error (open book image) alarm during testing and insulin pump error alarm confirmed in history file due to moisture damage electronic assembly. Insulin pump exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.